Manufacturer narrative:
B1 adverse event ¿ corrected ¿ no malfunction. B5 executive summary - updated. H1 type of reportable event: no malfunction. F10/h6 device code grid: corrected. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during the procedure there was resistance while advancing the subject coil inside the catheter. When attempting to withdraw the device from the catheter, it became stretched and detached. The catheter and coil were removed from the patient. A five-minute delay in surgery was reported. The subject coil was replaced and the procedure was completed successfully with no clinical consequences to the patient due to this event. Additional information received on 06-mar-2025 clarified that the subject coil was detached within the microcatheter outside the patient's body, and not during the procedure as reported. There was no information to reasonably suggest that this type of malfunction would likely cause or contribute to a death or serious injury if the malfunction were to reoccur. Based on the information, this event no longer meets reporting criteria.

Event description:
It was reported during the procedure there was resistance while advancing the subject coil inside the catheter. When attempting to withdraw the device from the catheter, it became stretched and detached. The catheter and coil were removed from the patient. A five-minute delay in surgery was reported. The subject coil was replaced and the procedure was completed successfully with no clinical consequences to the patient due to this event.